Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. All other lead measurements were noted to be normal; however, the pacing threshold measurements were chronically elevated. Isometrics were performed. The impedance alert was increased and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.